Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at a device change out procedure, the chronic lead was not fully advancing into the header of the new device. The setscrew was unscrewed to make sure there wasn¿t any obstruction preventing the lead from advancing. The physician was not comfortable accepting the lead position in the connector so a call was placed to technical services so they could offer some techniques. The lead did not advance much further, however it passed the setscrew grommet. The pocket was closed and the measurements taken were similar to previous measurements taken before the case had started. The device remains in use. No patient complications have been reported as a result of this event.